Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the caller planned to reset the pump independently. No additional information was obtained.